Event description:
A report was rec'd via FDA's medical products reporting program that a female pt experienced an ocular adverse event which resulted in corneal scarring while using renu (unknown type). In 08/02, the pt was traveling in a warm region of a country outside the USA. She was wearing soft contact lenses and using renu solution. The pt confirmed she was not using moistureloc. She developed "severe pain in [her] head, tearing, and awoke one morning with [her] entire eye covered in whiteness." The pt went to the hosp and was given unspecified steriod eye drops. The pt then flew to another country to see an english speaking dr. She was admitted to the ICU and informed that she would lose the sight in her right and possibly the left eye. She rec'd intense treatment for a week, and then flew back to the USA. She went to the ER and was admitted. She was again advised "it was going to be a long journey to regain [her] sight." In 2003, she rec'd a corneal transplant due to corneal scarring. The pt was told, her event could have been due to poor hygiene in taking care of her contact lenses.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.